Event description:
The patient was on a new ventilator #26. Rt was in the room changing vent settings when the red alarm "tf error" alarmed and no gas flow was being delivered and required bagging of the patient for brief desaturation and bradycardia/vagal response. No loss of pulse, bp remained stable. A new ventilator was obtained and no issues once the ventilator was changed. Covering resident and attending md's overnight notified of the event and was bedside during the event. Manufacturer response for inspiratory valve, hamilton-g5 (per site reporter): conducting an investigation.

Event description:
The patient was on a new ventilator #26. Rt was in the room changing vent settings when the red alarm "tf error" alarmed and no gas flow was being delivered and required bagging of the patient for brief desaturation and bradycardia/vagal response. No loss of pulse, bp remained stable. A new ventilator was obtained and no issues once the ventilator was changed. Covering resident and attending md's overnight notified of the event and was bedside during the event. Manufacturer response for inspiratory valve, hamilton-g5 (per site reporter): conducting an investigation.